Event description:
Additional information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at her scs ipg site. The patient met with her physician, and surgical intervention is planned for a later date to address the issue.